Manufacturer narrative:
Block e1: the initial reporter facility name is (B)(6); reported here as the name exceeded character limit for designated field. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
Note: this report pertains to one of two truetome 44 devices that were used in the same patient and procedure. It was reported to boston scientific corporation that a truetome 44 was used in the papilla during an endoscopic papillotomy procedure to treat bile duct stones performed on (B)(6) 2026. During the procedure, it was reported that the knife broke when electrolysis was performed during incision of the papilla. The same problem occurred with the second truetome 44 device. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event.